Event description:
On march 15, a customer reported out an axsym beta-human chorionic gonadotrophin result of 28.39 mlu/ml. The 1:200 dilution was less than 800mlu/ml. The physician had requested that a quantitative test be run following a qualitative test which had been negative. Two days later the customer ran a sample from the same pt which yielded a value of 31,058.98 mlu/ml. Retest of the original and second samples yielded values of 24,000 and 30,000 mlu/ml, respectively. Pt care was not impacted.